Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number; the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia as a post procedural complication is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of nasal jejunal tube (nj). On (B)(6) 2019, the patient commenced intravenous augmentin for respiratory tract infection. On (B)(6) 2019, the intravenous antibiotics were discontinued and the respiratory tract infection resolved.